Event description:
It was reported that the 3.5x19 mm graftmaster stent delivery system (sds) was used to seal a perforation that occurred during rotational atherectomy in the circumflex (cx). The graftmaster stent implant was placed successfully to seal the perforation. It was hard to deliver the sds to the target lesion because of the bulkiness of the device; however, with the use of a 7fr guideliner, the graftmaster sds was able to be delivered, after which pericardiocentesis was performed. Post-procedure the patient developed chest pain and st segment elevation diagnosed as an acute infarction. Angiography revealed a total occlusion of the cx within the graftmaster stent, and the patient was also leaking blood through or around the stent into the previously treated perforation. A 3.0x20 mm trek balloon catheter was used to dilate the area of occlusion in the cx; however, after 3 attempts to seal the perforation were unsuccessful, a second 3.5 x 26 mm graftmaster stent was placed on top of the first one and post-dilatation was performed. Additional balloon dilatations seemed to help reduce the flow of blood; however, the first obtuse marginal began to look hazy and we were forced to recross and place a 3.5x15 mm non-abbott stent extending from the proximal circumflex into the first obtuse marginal. Additional dilatation was performed; however, there was continued extravasation of contrast. At this point, the decision was made to give her blood products in an attempt to clot the perforation as she was not a surgical candidate. The patient was returned to the ICU for continued observation and treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: .014rota-floppy, prowater. Guide cath: 6fr jl4, 7fr ebu 3.75, 7fr guideliner. Sheath: 6fr. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. A conclusive cause for the reported difficulties and subsequent patient effects could not be determined; however, there is no indication to suggest a product quality deficiency. The 3.5x26 mm graftmaster referenced is being filed under a separate medwatch report.